Manufacturer narrative:
No product or images were returned to assist in the investigation at this time. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. We are unable to comment on the pt's suitability without imaging or anatomical determinants. Both common iliacs were aneurysmal. The right common iliac ruptured following ballooning with another MFR's balloon. An additional iliac leg was placed and the sealing site was extended down to the external iliac. At this time there is no indication that a design or process induced failure of the device resulted in the reported vessel rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) year-old male pt under went aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure although common iliac artery aneurysm was observed at both sides. After ballooning, final angiography revealed slight leak around distal side of right iliac leg. It seemed that the blood leaked outside of blood vessel. Angiography was performed again, but no leakage was observed. However, CT image taken during the procedure revealed blood flow in retroperitoneum. Blood pressure was stable but an additional iliac leg was placed into external iliac artery just to be safe. Blood flow into retroperitoneum was resolved. The pt was fine after the procedure.